Event description:
Philips received a complaint from the key market, reportin that the v60 ventilator "crashed". The device was in clinical use when the issue occurred. No patient or user harm reported. The key market reported that the v60 ventilator "crashed", while in use. It was determined that the main board was faulty. The key market reported that the device was removed from service and scrapped. No further actions were reported by the key market responder.